Event description:
It was reported that during a routine follow up, the rv lead measurements weren't acceptable suggesting a lead dislodgement. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.